Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise resulting in multiple automode switch episodes. The lead was also exhibiting under sensing. The lead was capped and replaced during routine device change out.